Event description:
It was initially reported that the device had logged multiple event codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not advance past a white screen and exhibited a lock-up failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system controller and user interface pcb assemblies at the failure analysis center and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u61 on the system controller pcb assembly.